Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist stated that the issue could not be confirmed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had user cannot access pyxis. It was asking for cfnapp login and password. User tried unplugging and restarting but the issue persisted. User cannot access any of the medications needed at the infusion center. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.